Manufacturer narrative:
A visual inspection of the returned device found 1 of the 4 basket wires is broken at the knot that forms the distal tip of the basket. The end of the broken wire and the knot were inspected under a microscope. No damage or defects were found that could have caused the basket wire to break. A review of the device history record was performed; no anomalies were noted. A lot history search was performed and found no other complaints have been reported from this lot. The 2008 zero tip basket ctw product family trending chart was reviewed, no current trends in the number of complaints for basket wire broke was found.

Event description:
It was reported to boston scientific corporation that while setting up for a stone retrieval procedure in 2008, one of the basket wires on a zero tip nitinol stone retrieval basket broke. The wire did not detach from the device. A second basket was used to complete the procedure with no reported complications for the pt.